Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged affecting his sinuses and particles on filters. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. Secondary findings included contamination on top enclosure, bottom enclosure, front panel, and rear panel. An internal investigation showed that there were signs of an unknown dark contamination on the filter port. There were no signs of sound abatement foam degradation in the device. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged affecting his sinuses and particles on filters related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.